Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical products: 113632 comp primary stem 096350. Xl-115363 arcom std hmrl brng 719220. Item #: unknown glenosphere lot #: unknown. Item #: unknown glenoid baseplate lot #: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse right shoulder replacement on an unknown date. The patient was revised due to a fracture of the taper on the tray. The patient required revision to remove broken implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.